Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2022, the patient's blood glucose level increased to 560 mg/dl and it lowered after insulin administration via syringe. The patient's blood glucose level was 440 mg/dl at an unknown time and a temporary basal rate of 150% during 2 hours was delivered to the patient. The patient's blood glucose level didn't lower at all. The infusion set and insertion site was changed and the patient received a temporary basal rate of 180% from 6:00 p.m. To 5:00 a.m. The next morning, but the blood glucose level didn't lower from 400 mg/dl. On 02/20/2022, the patient was transported to the hospital after vomiting. She was diagnosed with diabetic ketoacidosis and stayed under observation for 3 hours. The blood glucose results at the hospital were not provided. The patient was treated with insulin via IV and medication for nausea.